Event description:
Additional information was received from the patient (pt). They reported that they have had the device for years and how it works has changed. Pt noted their nerves have pinched up to the point where the toes on both feet were numb. Due to this, pt never turns their unit off. Pt noted the implant helps them sleep. When they lie down, pt would get an itch and stinging nerve shots that make them jump. Pt noted recently when they had an MRI, the stimulation went full force. Pt noted the stimulation changes depending on how they lie in bed. It would turn off when they lie on the side, and go full fore when they lie flat. Pt noted the therapy sometimes catch them off guard in day-to-day life randomly. Pt also reported that the device used to stimulate to help pt walk, nit it does not do that anymore. Pt reported the issue has not been resolved and no actions will be taken to resolve the issue. Pt noted when they get zapped, it's their own fault for not thinking about it. Pt runs the device 24/7.

Manufacturer narrative:
Continuation of d10: product ID: 97745nt, serial# (B)(6). Medtronic. Submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome . The reason for call was patient stated that their implant battery was almost to 0% so they went to charge the implant last night. Patient stated that they laid the controller down by the side of their leg and after 30-45 minutes went to check the level of the implant and the controller was just dead with no screen/power. Patient said that they pulled the back off of the controller and tried to wiggle the battery pack in but couldn't get the controller to do anything. Patient mentioned they leave their stimulation on 24/7 and has to charge every 4-5 days. Patient mentioned when they lay down on the concrete it really zapped them, the wires hit right in their back. Patient mentioned when they go to bed to lay down; the toes on both their feet are numb due to the sciatic damage to the nerves, they get itching up and down their left leg and pain that will shoot up to my knees. Patient mentioned they sometime feel like their toes are on fire, they can't get to sleep so the buzzing hides all that. Agent instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins, recharger and controller port. Agent walked patient through resetting controller; controller powered on and there was a green flashing light. Controller showed recharging 90% and implant 30%. Agent instructed patient to start a charge session; controller showed no device found then implant went into passive recharge with numbers 99-99-99. Patient confirmed implant was recharging with excellent quality. Towards the end of the call implant increased to 40%. Agent reviewed with patient to continue charging their implant, to monitor and call back if further assistance is needed. The troubleshooting steps that were taken on the call resolved the issue.